Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that 30 pen ndl 32g 4mm hp were unable to deliver insulin/medication and experienced an outer cover that would not attach to remove the pen needle/unable to remove the needle from the pen. The following information was provided by the initial reporter: consumer stated he has pen needles that will not attach to his insulin pen. Stated it's difficult to attach some of them to his pen. Stated he also has some do not release medication during injections. Consumer primes before injections. Stated approximately 30 pen needles he has had issues with in this box.. Lot # unknown, cat # 320550, and date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 30 pen ndl 32g 4mm hp were unable to deliver insulin/medication and experienced an outer cover that would not attach to remove the pen needle/unable to remove the needle from the pen. The following information was provided by the initial reporter: consumer stated he has pen needles that will not attach to his insulin pen. Stated it's difficult to attach some of them to his pen. Stated he also has some do not release medication during injections. Consumer primes before injections. Stated approximately 30 pen needles he has had issues with in this box. Lot # unknown. Cat # 320550. Date of event: unknown